Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks and recorded four untreated episodes due to what appears to be air entrapment. It was noted that the patient had passed screening for all three vectors and implant correctly for all three with impedance measurements withing range. Technical services (ts) provided a review of reports, discussed it looked like air entrapment and discussed possible troubleshooting and reprogramming options. An x ray was performed, and the physician believe it was air entrapment. Ts recommended options to treat entrapment. This sicd system remains in service. No additional adverse patient effects were reported.